Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: suspect medical device: please note that the unique identifier was inadvertently documented as (B)(4) in the initial medwatch report . The correct unique identifier (B)(4) has been documented in this medwatch report. The unique identifier (UDI) has been updated accordingly. UDI: (B)(4). It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (jun 8, 2016) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date was unavailable. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the device was bent/damaged, and the device failed pre-test for temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the tip of the craniotome device was bent/damaged. It was noted that the labeling was barely legible and the craniotome temple was damaged. It was further determined that the device failed pretest for temperature assessment, visual assessment, and cutter insertion assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.